Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp displayed inaccurate invasive pressure readings. The customer did not report the actual invasive pressure readings and did not define 'inaccurate.' The pt was switched to another iabp and therapy was continued. No pt injury was reported.